Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated with a programmer. The patient had been lost to follow up. Boston scientific technical services (ts) discussed that the device is either at end of life (eol) or was changed out. Ts discussed performing an x-ray to verify if the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.